Event description:
It was reported that during routine follow-up of an asymptomatic patient, reproducible noise was observed on the right ventricular lead. Device reprogramming was performed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.